Manufacturer narrative:
All available information was investigated and the reported issues could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the reported information and the returned device analysis the reported audible noise, premature deployment, inability to open in patient and difficult removal are likely the result of an observed coupler break. A conclusive cause for the break cannot be determined. The reported possible inadvertent failure to remove curves is the result of the user error of retracting the clip delivery system with curvature remaining on the steerable guide catheter. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for premature deployment and difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully deployed. Then a third clip delivery system (cds) was advanced to the mitral valve; however, it was noted that when the clip came out of the guide, a pop sound was heard. The procedure continued, but during the initial clip opening to check orientation, the clip would not open at all. Troubleshooting was performed three times, but failed. The cds was retracted back to the tip of the guide; however, the clip became detached from the mandrel. Reportedly, the user may have inadvertently forgot to remove all the curves. An additional plus may have remained; but this could not be confirmed. The clip remained on the lock and gripper lines. Initially, the clip could not get back on the guide, but then the physician managed to maneuver the cds and clip back into the guide. The cds was removed with the clip. Two more clips were deployed to further reduce mr. Four clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.